Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07367. It was reported that the patient experienced stimulation in the wrong location. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the entire system was explanted and replaced. The issue was resolved.